Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced a cerebral infarction with an ophthalmological disorder 4 days after the device and leads were implanted. Due to the close proximity to the implant procedure, it was adjudicated that the procedure caused the cerebral infarction. Oral medicines were administered and the device and leads remain in use. No further patient complications have been reported as a result of this event.